Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer did not have any additional supplies on hand at the time tandem technical support contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.